Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 310c29 tissue valve, implanted: (B)(6) 2010; addrl1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Also, the right ventricular (rv) lead had high thresholds and high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.